Event description:
It was reported that 3 7 inch mic ext set w/1.2mf were clogged/blocked/occluded. The following information was provided by the initial reporter: customer called to report that they have issue with product #20129e. He stated that the filter became occluded, requiring staff to break the central line and replace with a new filter. No patient injury/impact.

Manufacturer narrative:
The supplemental MDR had an incorrect lot number. The following is the corrected information. A device history record for model 20129e with lot number 20035006 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 05mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that 3 7 inch mic ext set w/1.2mf were clogged/blocked/occluded. The following information was provided by the initial reporter: customer called to report that they have issue with product #20129e. He stated that the filter became occluded, requiring staff to break the central line and replace with a new filter. No patient injury/impact.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09/15/2020. Investigation conclusion : it was reported a nurse was trying to flush with an extension kit and it would not let her flush. Received from the customer are 5 used extension sets model 20129e lot 20035006. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed with the received sets. Functional testing was performed by filling a lab syringe with blue dye water and flushing fluid through each set via flush. Fluid flowed throughout each set with no occlusions occurring. No further testing was performed as the customer¿s report was not confirmed. A device history record for model 20039e with lot number 20065856 was performed. The search showed that a total of 8,803 units in 1 lot number were built on 05mar2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The customer¿s report of unable to flush was not confirmed. The root cause of the customer¿s report could not be identified because no occlusions occurred and fluid successfully flowed throughout the received set. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 7 inch mic ext set w/1.2mf were clogged/blocked/occluded. The following information was provided by the initial reporter: customer called to report that they have issue with product #20129e. He stated that the filter became occluded, requiring staff to break the central line and replace with a new filter. No patient injury/impact.